Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had jumped into the pool while wearing the insulin pump and now the battery dies every two hours. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid. The customer's mother also mentioned that there was a crack near the reservoir compartment because she had handled it roughly when inserting a new reservoir. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.